Event description:
Device #1 of 2: reference MFR. Report: 162787-2016-00185. Follow up information identified the headaches went away approximately a week post implant and no further intervention was taken. The patient is receiving effective stimulation and is satisfied.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 162787-2016-00185. It was reported the patient has been experiencing a headache that has progressively gotten worse since she underwent her permanent implant procedure on (B)(6) 2015. The patent is to follow up with the physician as the next course of action.